Event description:
As per our conversation today, patient had surgery on (B)(6) 2015 for a ventricular peritoneal shunt insertion. Implants included: distal cath ref #82-3074/lot # cblb14; ventricular cath ref #823073/lot #crlbv5 and a low-profile micro programmable shunt ref #82-3116/lot#ctbby1. On (B)(6) 2015, these items were removed due to valve erosion through the surface of the head and a ventricular reservoir was inserted. Implants removed will be sent to the laboratory with attention to (B)(6) notification. Clinician requested a replacement shunt be sent as soon as possible.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.